Event description:
Caller stated they have an urgent problem regarding their abbott spinal cord stimulator. Agent redirected to abbott and did not gather any additional information as this was a non-(B)(6) product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).